Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shocking impedance measurements greater than 200 ohms. Out of range measurements were reproduceable while performing isometrics. Technical services discussed testing recommendations. To date, no adverse patient effects were reported with this clinical observation.